Manufacturer narrative:
(B)(4). The patient experienced the peritonitis on an unreported date ¿since (B)(6) 2015¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The treatment for the event was not reported. No further information was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing at the time of the event. It was unknown if the patient recovered from this event. No additional information is available.